Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working correctly. The customer¿s blood glucose level was unknown. Customer stated that the arrows up and down did not functioning and had to pressed them 20 to 30 times and it was worse. The insulin pump will not be returned for analysis.